Event description:
Reporter alleged she obtained discrepant blood glucose values of 400mg/dl back to back with a result of 120 mg/dl when testing was performed 1-2 minutes apart on the aviva system. Reporter indicated she was not experiencing any hyperglycemic symptoms during the time of the comparison. No actions or treatment reported. A request was made for the return of the suspect device however no product will be returned for evaluation. Reporter stated she no longer has the test strips available that were used during the time of the testing.